Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient had his knee done 17 years ago. He came to the surgeon because he was experiencing pain in his knee. The surgeon decided it best to open him up and try and poly exchange. Upon removing the poly you could see there was a significant amount of wear on the bottom of the insert. A new poly was put in helping regain stability in the patients knee. The wear of the poly underneath was so significant that no product numbers could be found. No further patient information is available at this time. Doi: (B)(6) 2001; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.